Event description:
On (B)(6) 2012, the device was implanted. On (B)(6), it was found that the white tube and internal wire were broken in the root of transducer during monitoring. The device was removed. It was not confirmed if monitoring continued or not. (B)(4).

Manufacturer narrative:
(B)(4).